Event description:
It was reported that the pacing impedance of the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was found to be out of range, measuring greater than 3000 ohms. Technical services (ts) analyzed device episode data and found atrial tachy response (atr) episodes with oversensing of noise on the atrial channel with variable intrinsic amplitude. Failed atrial threshold tests were also found. Ts suggested reprogramming along with lead evaluation and x-rays. No adverse patient effects were reported. Currently, this crt-d system remains in service.